Event description:
It was reported that the balloon became stuck with the wire. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified peripheral artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon became stuck with the non (B)(6) wire before it entered the patient's body. The device was removed together with the wire and the guidewire was able to be removed from the balloon once outside the patient, and the procedure was completed using an alternate device. There were no patient complications as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).